Event description:
The patient felt painful stimulation in the groin area. The patient reported that it felt like 'she had a urinary tract infection.' Multiple reprogramming sessions did not resolve the issue. One lead worked fine and the other would stimulate the groin. Impedances were ok. The patient decided to have the implantable neurostimulator removed. The hcp reported the patient outcome as a non-serious physical injury/illness.

Manufacturer narrative:
Implantable neurostimulator. Evaluation. Device analysis revealed 'no anomaly.?' The device was functionally ok. Leads. Final device analysis of the leads revealed 'no anomaly found.' The leads were functionally ok. Titan anchor #1. The anchor sleeve was cut. There were no significant anomalies. Titan anchor #2. The titanium insert was separated from the silicone portion of the anchor (likely happened at explant).